Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 lot number; d9; g3; h2; h3; device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
A flexible silicone drill driver, was returned and evaluated against the complaint. Visual inspection found the silicone sleeve around the shaft to be damaged. A cut wraps around the silicone sleeve. Closer to the head, the sleeve is torn, exposing the inner wire shaft. Both the quick connect and chuck are lightly nicked and scratched over repeated use. A review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a flexible screw driver used with and without guide. The drill had been used, so no need for drill after it broke. Attempts have been made and additional information on the reported event is unavailable at this time.